Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 6.2 pocket was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.2 pocket was failed. A field service engineer found two bumpers missing drawer was not detected on bus. Reseated row board cable on 622 boards and recovered successfully. The fse tested all drawers and slides for proper functionality. Opened the top cover, checked connections in the electronics drawer, and removed dust buildup. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 6.2 pocket was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.